Event description:
During the premature ventricular contractions procedure, there was a delay due to a communication issue with the patches. The catheter and the hd grid catheter were introduced into the patient and were observed to be moving erratically with jerking movements. Multiple attempts at respiratory compensation did not work. The system showed a respiration compensation error and the jerky movements persisted. The mode was switched from voxel to navx after restarting the amplifier but the same issues persisted. The surfacelink was exchanged but the issue was not resolved. Several surface patches were replaced, including the right arm, left arm, left leg, and system reference, and then the system was restarted which resolved the issues. The case was completed in voxel mode and there were no patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue and subsequent delay could not be conclusively determined.